Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: the reported insertion date is discrepant ((B)(6)2018). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("pregnancy(no complications)") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multiparous ((B)(6) 1997; (B)(6) 2000, (B)(6) 2002, (B)(6) 2003, 16jun2006, (B)(6) 2014, (B)(6) 2018), multi gravida (8), hemorrhoids and migraine. Previously administered products included for an unreported indication: depo provera from 2000 to (B)(6) 2017. Concomitant products included sumatriptan succinate (imitrex df) since 2013. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced vulvovaginal pain ("having pain in vaginal area"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 years 7 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pregnancy with contraceptive device and vulvovaginal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 7. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered pelvic pain, pregnancy with contraceptive device and vulvovaginal pain to be related to essure. The reporter commented: the reported insertion date is discrepant ((B)(6) 2018). She did not claim that essure worsened a previously existing injury/condition. The patient underwent hysterscopic bilateral tubal occlusion. The patient stated that essure did not worsen a previously existing injury/condition. Most recent follow-up information incorporated above includes: on 19-apr-2019: pfs received : events- "pregnancy(no complications), device ineffective, having pain in vaginal area and she did not undergo essure confirmation test", reporter, historical and concomitant drugs were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.